Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a leak. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation grade 3-4. After dilator removal, air was found in the hemostasis valve of the steerable guide catheter (sgc). Subsequently, the sgc was removed and replaced. Two clips were implanted and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.